Manufacturer narrative:
D5,6; h4: info available, device returned with no lot ID. Results of evaluation: conclusion; based on the visual examination it was confirmed that the outer gasket was torn and approx. 70% of the gasket is missing. No conclusion could be reached as to how the outer gasket was torn.

Event description:
During a laparoscopic appendectomy it was difficult to maintain pneumoperitoneum with the 512s. Upon finishing the case and removing the trocars, it was discovered that there was no outer seal on the device so pneumoperitoneum had been leaking out around the instruments. There was no consequence to the pt.